Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occured. During preparation of a 3.50 x 8 mm synergy ii drug-eluting stent, it was noted that the shaft broke. The procedure was completed with another of the same device. No patient complications.

Event description:
It was reported that a shaft break occured. During preparation of a 3.50x8mm synergy ii drug-eluting stent, it was noted that the shaft broke. The procedure was completed with another of the same device. No patient complications.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identififed a break at 260mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.